Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer also reported that they had high blood glucose level of 377 mg/dl. The customer was treated with manual injection. Customer also stated that troubleshooting was not possible because the insulin pump shows critical pump error. The device will not be returned for analysis.